Manufacturer narrative:
The reported events of low pacing impedance and unspecified capture issue were confirmed. The reported event of noise was not confirmed. The device had no output and no telemetry. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that episodes of noise and low pacing impedance were noted on the right ventricular (rv) and atrial channels. In addition, the device was unable to measure capture threshold. The device was explanted and replaced to resolve the event. The patient was in stable condition.